Event description:
Pain in my pelvic area and the pain runs down my leg. I have metal taste in my mouth. I only have the essure on my right side and that's where I have the pain. My stomach is bloated most of the time I look pregnant. When im sitting down or bending the right side of my pelvic area hurts worst. I can't wear jeans because it hurts any pressure I put on it. It hurts. I only have the essure on my right because the doctor was hurting me during the procedure and I asked her to stop. The week after that she tied my tubs. Since then I haven't stopped spotting and have not had a period.